Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation procedure performed on (B)(6) 2021. During preparation, it was noticed that the bands were sticking to one another. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on december 16, 2021. It was reported that the speedband superview super 7 device was used in the anus.

Manufacturer narrative:
Block e1 (initial reporter facility name): affiliated hospital of (B)(6). Block h6: medical device code a04 captures the reportable issue of material integrity problem. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation procedure performed on (B)(6) 2021. During preparation, it was noticed that the bands were sticking to one another. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on december 16, 2021: it was reported that the speedband superview super 7 device was used in the anus.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device code a04 captures the reportable issue of material integrity problem. Block h10: investigation results: the returned speedband superview super 7 device, and visual evaluation noted that only the handle assembly was returned with the device. The irrigation tube was returned and did not present issues. The handle was not set up and did not have issues; however, it was observed that the velcro strap was missing the metallic ring. Microscope examination was performed, and it was noted that the velcro strap end had an irregular shape, indicating that force was applied on the device. No other problems with the device were noted. Since the ligator head and bands were not returned, the reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation procedure performed on (B)(6) 2021. During preparation, it was noticed that the bands were sticking to one another. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.